Event description:
It was reported to olympus that an hf unit (generator) had an e433 error code. The reported issue was found during a transurethral resection of the prostate (turp) procedure. The procedure was postponed and completed using a similar device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. Based on the results the customer issue was not confirmed. Estimation technician unable to duplicate the ur: e433. Pf: generator board fan running continuously due to loose cable connection from generator board. In addition, minor scratches and dings on the housing and front panel, dent near the menu button were found. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to board or transformer failure. Olympus will continue to monitor field performance for this device.